Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy (pitocin. Rate: (B)(4) units/min, dose of (B)(4) units/ 500ml) in the (B)(4) center. It was reported that the pump did not infuse anything, however the IV set was swapped and the infusion ran successfully. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was reproduced and the unit failed to auto restart after a downstream occlusion alarm. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The downstream sensor was calibrated.